Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 2.5mm x 30mm target lesion was located in the severely tortuous middle and distal end of the left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up and the stent could not be advanced. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.